Event description:
The pt reported uncomfortable stimulation and communication problems with the implant. An adanced bionics representative performed device evaluation and confirmed the report. Explant surgery has been scheduled.